Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the needle broke using running technique while closing the vaginal cuff. The patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the device has broken off the needle several times. The surgeon seen it get stuck in the trocar on the way out, on the tough vaginal cuff tissue, and it was displaced into abdominal fascia one time in particular (that you may be referring to) in which case we needed to look for almost 45 min¿s with the big c arm. We tried using ultrasound, mini c arm, and other methods but finally had to find needle with large x ray.